Event description:
It was reported that during the procedure half of the contacts of the lead tail broke off inside the new battery port. It was noted that physician was unable to remove the broken contacts from the ipg port. The lead that was broke was replaced and patient was stable post operatively.